Event description:
Philips received a complaint on the heartstart mrx device indicating that the device had error when the unit was powered on.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The rse evaluated the device remotely. The customer was instructed to perform the operation test and troubleshoot the device if necessary. The device remains at the customer site and no further evaluation is warranted at this time.